Manufacturer narrative:
The evaluation of the knee joint showed no relevant error which may have caused the reported fall. No failure detected, device operated within specification.

Event description:
The end-user is a uni-lateral amputee - left leg intact, right leg amputated above the knee. The user did state he is not jumping or doing high level activities. The end-user was walking out their front door. As he stepped down the small step he stated, "the leg (knee) locked" up. To stop the fall, he planted his good left leg which then buckled. The user fell and had severe pain in his good leg. The user injured his quad muscle at the attachment point by the knee cap in his good left leg. X-rays were administered. No broken bones, but major muscle tear. The user discontinued use of the prosthetic system since he was unable to continue using his good leg.